Manufacturer narrative:
According to the facility skin issues were reported with the dressing described as "wound with presence of slough at times". Per the facility "new wound care order placed, clean with antiseptic, pat dry, apply silvadene cream, cover with gauze and change dressing daily". Additional medical interventions were noted such as "removal of catheter and replacement on another site". At this time no additional event/patient specific details were provided related to the reported incident. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Skin issues" under dressing.